Event description:
Hmii device failed -- removed and replaced with new hmii. Patient urine color turned brown, noticed by anesthesia, caused by hemolysis due to hm ii blood pump failure.what was the original intended procedure?hmii replacement.device #1is this a laboratory device or laboratory test?no.